Event description:
Procedure type: gastric bypass. According to the reporter: after the gastrojejunostomy anastomosis, the blue test showed that the device stapled correctly but instead of cutting the tissue, it tore. The anastomosis was finished by hand with an open surgery. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)